Event description:
It was reported that the patient experienced shock. Immediately following the injection, the patient felt poorly and experienced nausea, vomiting, cold feeling and decreased blood pressure, the patient's blood pressure was 70 mmhg or less. The patient was treated by drip infusion of lactec g (d-sorbital lactated ringer's solution), effortil (etilefrine hydrochloride) 10mg, mediject g (20% glucose), and rinderson (betamethasone sodium phosphate) 4 mg. The symptoms improvded and the patient's blood pressure was 138/70 mm hg. The drip infusion was changed to lactec g. The pt recovered and returned home on foot that afternoon.